Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer reported that the insulin pump went black and has an unresponsive keypad. Customer's blood glucose reading was 234 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. Unable to confirm failed battery test or perform the self test, run current test and displacement test due to button keypad anomaly. Pump passed stop current test. Time advances properly. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, minor scratched and cracked display window.